Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. Fse confirmed the complaint. Inspection of the device revealed that the metal flag on the reagent tip lane was not going deep enough into the pia limit sensor. Next, fse replaced the pia board and the main board. Fse aligned the metal bracket so the flag would be deeper as it passed thru the sensor, realigned all the reagent tip lane adjustments, and then tested the device several times successfully with no issues. A 13 month complaint history and service history review for similar complaints was performed for serial number (B)(6) from 21nov2017 through aware date (B)(4) 2018. There were no similar complaints identified during the search period. The aia-900 operator's manual, under chapter 12- flags and error messages was reviewed. 4231 reag/ tip x home detect: the aia-900 operator's manual indicates that the 4231 reag/ tip x home detect error message is generated when the home sensor s090 fails to be activated after the reagent loader moved toward the home position. No further operation will take place. The operator is instructed to remove the impediment or other cause of the error; and to check s090 and pm090 for a possible malfunction. The most probable cause of the reported event was due to the metal flag on the reagent tip lane not being deep enough into the limit pia sensor.

Event description:
It was reported that the customer received "4231 reag/ tip x home detect" errors on their aia-900 analyzer. The customer stated that they had checked for obstructions and dropped tips or cups but did not see anything. The reagent tip tray was noted to be moving freely along the lane with the power off. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prolactin (prl). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
One main board and pia board was returned for evaluation with no shipping damage. Functional testing of the main board and pia board failed. The reported event was duplicated. The most probable cause of the reported event was due to failure of the main board and pia board. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.